Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. An additional observation not reported by site that is not related to the customer reported complaint: the conductor wire was found to have the insulation retracted. The conductor wire was exposed. The instrument passed the electrical continuity test. Components adjacent to this wire do not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy and salpingo-oophorectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were briefly inspected before the ea use. There was no damage noticed out of the ordinary. The procedure was completed with a backup instrument. There was no arcing reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the initial findings were confirmed. The instrument had the insulation of one conductor wire retracted. It is unclear what could cause the insulation to pull back. The failure is being monitored and under discussion with engineering teams.